Event description:
In 2001, good blood return. Unable to flush medial port. Lateral port works well. Two months later, unable to flush medial or lateral ports. Good blood return from each. Port-a-gram performed no clots, no sheaths cannot flush. The next month, decided to remove port.